Event description:
It was reported that this right atrial(ra)lead with the implantable cardioverter defibrillator (ICD) had an unstable impedance measurement, jumping to over 3000 ohms multiple times. Technical services (ts) viewed and thought this was due to header connection, as the thresholds and sensing were stable. There was also no noise noted. Ts recommended trying to reproduce with isometrics. This ra lead and ICD remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).